Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. Unable to verify no delivery alarm due to motor error alarm. The motor passed motor test. The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator; no lost sensor alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident was 168 mg/dl. Troubleshooting was initiated for the no delivery alarm and the customer was able to successfully run a prime; however, the insulin pump alarmed with a motor error at this point. Troubleshooting then occurred for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to a high magnetic field. The rewind was successfully as well; however, during the fill tubing process the customer saw drops of insulin but the numbers on the display did not scroll up. The customer was unable to exit the rewind loop. The insulin pump will be returned for analysis.